Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced unexplained hyperglycemia, with blood glucose reaching 275 mg/dl despite automated correction dosing; the user denied recent food intake, medication changes, leaks, or a bent cannula, changed the infusion site using the same lot, and subsequently improved to 176 mg/dl, with scar tissue at the prior site considered but unconfirmed. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device component and an undetermined device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.